Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 14-feb-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 20-aug-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient died due to pericardial effusion and cardiac tamponade experienced during a leadless implantable pulse generator (ipg) implant procedure. During the implant procedure, the inferior wall of the heart was potentially perforated when the delivery system reportedly slid down the septal wall while physician was trying to achieve a proper implant position. Patient experienced chest pain after the procedure. An echocardiogram was performed, which confirmed an effusion.